Event description:
During testing of the device at the user facility, the staff tried to re-create the failure on the central control monitor (ccm) for the user facility's biomedical engineer (biomed). The perfusionist (ccp) power cycled the ccm a couple times without failure. The error message "system computer needs service-error logging in progress" occurred whenever selecting "saved system log" in the service page. This screen seemed to freeze (lasts for more than several minutes), so we shut the unit off via the mains power switch to cancel. The ccm powered back up again just fine, until we hit "saved system log" and the same error occurs. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. This event is related to MDR #1828100-2013-00497.